Event description:
It was reported that the basal software did not suspend insulin delivery. The customer experienced a low blood glucose (bg) level; however, the value was not confirmed. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.